Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on 07/10/2019. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was received within a lens container inside of a resealable plastic biohazard bag. A visual inspection of the lens revealed traces of ovd (0phthalmic viscosurgical device) on the lens surface. The lens was cut into two pieces, possibly due to explant. Further analysis is not possible due to the condition of the returned lens. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of event not provided, best estimate date is between (B)(6) 2018 - (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye as the patient was severely anisometropic post implant. Visual acuity pre-op was cf (counting fingers) and visual acuity post-op was ph (pin hole) 20/25. No further information was provided.